Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Additional information received confirmed this device did not cause or contribute to the reported event, as the patient was revised for tibial loosening. This event is being reported under 0001822565-2024-02688.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the tibial components due to unknown reasons approximately seventeen (17) months post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal two-peg porous tibial tray left size f catalog #: 42530007501 lot #: 65644593, persona cruciate retaining standard porous femoral component catalog #: 42502806601 lot #: 65569607, nexgen trabecular metal standard primary patella catalog #: 00587806535 lot #: 65351278. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.